Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected rewind anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to push. The customer¿s blood glucose level was unknown. Customer stated that insulin pump lose setting when changing batteries and prime was slower. Customer stated insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.